Event description:
It was reported that the pt experienced pain of the implant site and a loss of therapeutic effect after settings were changed. A urinary tract infection, which was treated by a hcp, was also reported. The pt reported never being reprogrammed. The pt reported urinating every hour during the day and 3-4 times at night. The pt was instructed to turn the device off and call the manufacturer's representative for an appointment. The pt may need another pt programmer. The pt still had concerns with their device, but had not sought further help. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).